Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, a bend about 5 cm from the distal tip was identified. The handle, steering knob, locking mechanism, and electrodes appeared to be intact. The device was evaluated. The device did not meet the curve and planarity specification in the f direction. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to mishandling, including shipping and storage conditions, subsequent to distribution from stryker. The instructions for use (IFU) state: do not attempt to operate the catheter prior to completely reading and understanding the applicable instructions for use. Do not use excessive force to advance or withdraw the catheter. Careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions. The reported event will continue to be monitored through post-marker surveillance.

Event description:
It was reported "no structure or support on the catheter, wet noodle." There was no patient injury or medical intervention. Extended procedure time was not reported. These are commonly used devices that are readily available.